Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found that the transfer carriage had been damaged preventing the transfer carriage from locking properly to the docking station. Facility personnel were aware that the transfer carriage was damaged prior to the event and continued use of the transfer carriage. The user facility did not contact steris prior to the reported event for service. The user facility personnel should have removed the unit from service. The technician counseled facility personnel on the proper use and operation of the transfer carriage and docking station, specifically removing the unit from service if it is damaged and contacting steris to perform necessary service. Due to the damage, the transfer carriage was replaced. No additional issues have been reported.

Event description:
The user facility reported that while an employee was operating their evolution transfer carriage, the carriage fell to the floor. No report of injury.